Event description:
Physician was attempting to deploy one resolute integrity drug-eluting stent to a lesion in the rca with 75% stenosis and little tortuosity but the balloon could not inflate the stent. The device was removed and balloon leakage was noted. Evaluation summary: the stent was positioned on the balloon between the inner shaft markers. There was no evidence of deformation of the stent. The distal tip was flared indicating that it may have been stubbed during advancement. Visual inspection confirmed the presence of a short longitudinal tear on the outside of a fold on the proximal cone with a lead-in scratch on the distal end. Negative purge confirmed the presence of a leak. On pressurization of the device water was observed leaking from tear on the proximal cone.

Manufacturer narrative:
(B)(4).